Manufacturer narrative:
Agent reported revision surgery due to poly wear. Complaint has been evaluated and is similar to report number 1644408-2021-00194; 509-00-032, s805 - wear/excessive wear, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to poly wear.